Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received results of 178 mg/dl and 91 mg/dl on the mobile system, and a result of 90 mg/dl on a professional performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.